Event description:
It was reported that during a lap adjustable band procedure, the catheter broke from the balloon when the surgeon was inserting the device through the 15mm trocar. Another like device was used to performed the case with the same trocar. The case was performed without difficulties.

Manufacturer narrative:
Date sent: 10/14/2008. Information anticipated, but unavailable at this time.